Event description:
Sorin group received a report that the pump displayed an error code which prevented the pump from starting. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the pump displayed an error code which prevented the pump from starting. There was no report of pt injury. Sorin group has requested return of the pump; the investigation is ongoing. A follow-up report will be filed when the investigation is complete.